Manufacturer narrative:
Correction: section d6b - the correct explant date should have been 24 jun 2024, rather than 17 jun 2024.

Event description:
New information notes that the issue was noted in clinic and prior to procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular lead failed to capture in all vectors. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Correction: the correct event description should have been "it was reported that the left ventricular lead exhibited high pacing threshold resulting in failure to capture in all vectors. The lead was explanted and replaced. The patient was in stable condition." Rather than "it was reported that the left ventricular lead failed to capture in all vectors. The lead was explanted and replaced. The patient was in stable condition."

Event description:
It was reported that the left ventricular lead exhibited high pacing threshold resulting in failure to capture in all vectors. The lead was explanted and replaced. The patient was in stable condition.